Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc investigated it on october 11, 2017. The probe was broken at 13.5 mm from the distal end. There was a scratch mark on the probe. The shape of the fracture surface showed that the crack developed from the scratch mark as the starting point. The manufacturing record was reviewed and found no irregularities. This type of the probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the scratch on the probe occurred since the user output the device in seal & cut mode contacting with metal or surgical instruments. The crack developed from the scratch mark as the starting point when the user output in seal & cut mode or grasped the tissue. The probe was broken off when the user applied loads to the probe. The instruction manual of the device has already warned as follows; warnings: the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.

Event description:
During a laparoscopy, the subject device was used. The probe of the subject device fell off inside the patient. The fallen probe was retrieved from the patient. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on october 11, 2017. The model number of the subject device was not tb-0535fcs but tb-0535fc. The probe was broken off. The ptfe pad was separated. The coating on the outer surface of the jaw was partially came off. This is the report regarding the probe damage.